Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient¿s "pump broke down and had to be replaced." Per the patient when they went to refill it in (B)(6) they took out the same amount as they put in; the pump had not dispensed any medication since the previous refill. The pump was used to deliver dilaudid. Additional information has been requested, but had not been received as of the date of this report

Event description:
Additional information later reported the patient experienced increase pain. Per the hcp at refill substantial increase in residual volume compared to the last refill. It was noted the patient was doing well with her infusion and receiving effective therapy.

Manufacturer narrative:
(B)(4).